Manufacturer narrative:
Submit date: 10/13/2016. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with an enteral feeding pump. The customer states during testing, the rotor turns both ways. There were a few occasions when the rotor would start turning the other way before resetting itself.